Event description:
A report was received that a patient underwent a lead revision due to complaints of muscle spasms in his neck. The patient also reported noticing knots in the back of their neck, which the patient noticed after being implanted. The physician replaced the patient's paddle leads with percutaneous leads. The patient is reportedly doing fine following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.